Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege a CT scan demonstrated a limb perforating the ivc wall approximately 4 months after deployment. Based on the medical records, perforation of the ivc can be confirmed. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review of this event identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Medical records review: the patient with a history of dvt and pe, had a vena cava filter deployed successfully at the level of l3, just inferior to the renal takeoffs. Three days post filter deployment, a CT scan identified pulmonary emboli in the lower lobe with atelectasis of the bilateral lower lobes. Patient experienced several episodes of abdominal pain related to calcifications in the right distal ureter and calcifications in the midportion of the right kidney. Approximately four years post filter deployment, patient was admitted to the hospital for abdominal pain, constipation, nausea and vomiting. A right ureter obstruction was identified; however, the surgeon did not feel a surgical intervention was needed at that time. Follow-up CT scans of the abdomen demonstrated a filter limb perforating the ivc wall; although the radiologist report indicated the filter limb perforation was not the cause of the abdominal pain. A right hydrocephalous and a hydro ureter were identified. Based on medical records provided, no attempt was made to retrieve the vena cava filter. Patient was hemodynamically stable. Conclusion: neither the device nor images were returned. Medical records were provided. Three days post filter deployment, pe was identified in the lower lobe. The medical records allege a CT scan demonstrated a limb perforating the ivc wall approximately 4 months after deployment. Based on the medical records, perforation of the ivc can be confirmed. It can also be confirmed that the patient had pe after filter implantation however the relationship between the filter and the pe in unknown. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately four years post vena cava filter deployment for history of dvt and pulmonary emboli, a CT scan identified a filter limb perforating the ivc wall. No attempt was made to retrieve the filter. Patient was reportedly hemodynamically stable.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. Patient has history of dvt and pulmonary emboli, a bard g2 femoral recovery filter was deployed successfully the level of l3 the lumbar spine, just inferior to the renal takeoffs. CT scan identified pulmonary emboli in the lower lobe with atelectasis of the bilateral lower lobes. Surgical clips were identified in the gallbladder. Patient experienced several episodes of abdominal pain related to calcifications in the right distal ureter and consultations in the midportion of the right kidney. Approximately four years post filter deployment patient was admitted to the hospital for abdominal pain, constipation, nausea and vomiting. A right ureter obstruction was identified; however, the surgeon did not fill a surgical intervention was needed at that time. Follow-up CT scans of the abdomen demonstrated a filter limb perforating the ivc wall; although the radiologist report indicated the filter limb perforation was not the cause of the abdominal pain. A right hydrocephalous and a hydro ureter were identified. Based on medical records provided, no attempt was made to retrieve the vena cava filter. Patient was hemodynamically stable.

Event description:
It was reported that approximately four years post vena cava filter deployment for history of dvt and pulmonary emboli, a CT scan identified a filter limb perforating the ivc wall. No attempt was made to retrieve the filter. Patient was reportedly hemodynamically stable.